Event description:
It was reported that the patient had cardiac perforation, pneumothorax and infection on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.